Event description:
A pump alarm was reported during pumping. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer with loading a new cartridge, but the issue persisted, so a replacement pump was arranged. The pump was confirmed to be under warranty, and the customer was instructed to use an alternate insulin delivery method, mdi, while awaiting the replacement. The customer was also guided on how to store the faulty pump and return it using a pre-paid label.